Event description:
It was reported that a user applied a new dexcom g7 sensor that displayed values in the dexcom app but did not connect to the ilet, and they were also using a dexcom receiver; support advised shutting down the receiver, toggling bluetooth, and re-entering the g7 pairing code to enable ilet pairing. Symptoms included no continuous glucose data available to the ilet. Outcomes included temporary loss of cgm integration with the ilet. Investigation included remote troubleshooting and education on proper pairing workflow and single-host pairing requirements for the g7. Investigation of this case revealed that concurrent pairing of the g7 sensor to a dexcom receiver prevented pairing to the ilet, and the issue was addressed by disabling the receiver and reinitiating pairing using the provided code. It was concluded, based on previously established findings for similar reports, that the cause was user setup with the cgm paired to another device and not to the ilet.